Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins hasn't worked because the battery died. The caller confirmed that the ins likely depleted due to normal battery depletion. The caller then stated that the patient "had healed", their nerves healed and the patient didn't have a need for ins, but the patient "did go through the motions in the fall to see about getting it replaced". The caller said the patient planned to follow-up with the healthcare professional when the ins is replaced. No symptoms were reported. No further complications were reported/anticipated. On (B)(6) 2018 lfc (hcp): additional information was received from the healthcare provider. It was reported that the cause was not determined and the patient's battery used up all its life. Patient was recommended to replace the system but patient has not decided to do so due to wanting other scs. Issue has not been resolved at this time.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.